Manufacturer narrative:
(B)(4). The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the display of their device was very dark and no data was visible. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿(B)(4).

Event description:
The customer contacted physio-control to report that the display of their device was very dark and no data was visible. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Event description:
The customer contacted physio-control to report that the display of their device was very dark and no data was visible. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The cause for the reported issue could not be determined.